Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited noise leading to oversensing and inappropriate defibrillation therapy. The patient presented for a scheduled procedure. During the procedure, an insulation breach was noted. The rv lead was repaired with a suture sleeve and medical adhesive. The noise could not be reproduced. The patient condition was stable post-procedure.